Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm and an isolated right common iliac aneurysm. It was reported that, during the procedure, two or possibly three origins of a type iii fabric endoleak were observed in the right iliac limb belonging to the main body of the endurant ii stent graft. The physician elected to implant an additional endurant ii iliac stent graft extension, within the limb of the endurant ii main body, and the endoleak event was reported to be resolved. Per the physician, the cause of the event was related to the stent graft. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact type and cause of the endoleak seen during the implant procedure could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Although a type iii fabric endoleak cannot be ruled out, this appeared most likely to have been an acute type IV blush endoleak from the bifurcate caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac¿s may have also contributed to this type IV endoleak.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recall of unused product only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The physician stated that the patient is currently asymptomatic. A recent CT confirmed complete aaa and right iliac aneurysm exclusion. The aneurysm did not show signs of endoleak. The patient remained under chronic oac therapy with avk because of their previous history of deep vein thrombosis and pulmonary embolism. No bleeding events occurred in the meantime. The patient¿s kidney function is stable and their blood pressure is well controlled with medication. No other clinical complaints or disease were noted since evar last year. The patient is fine.